Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received the monitor was unable to power on. Service investigation revealed the trace to fl2010 (surface mount emi chip ferrite bead array) was damaged on the monitor's auxiliary board. This prevented the monitor from powering on. The root cause for the damaged trace was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.